Event description:
While placing a peg tube, the tube broke while being pulled through the anterior abdominal wall. Part of the tube was left in the patient's stomach. A laparotomy had to be done to retrieve the broken tube and place a gastrostomy tube.